Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010, inr = 1.81, 3.33, 2.92. Per customer, observing imprecision with meter over several strip lots. On (B)(6) 2010; inr=1.81, 3.33, 2.92. Testing performed within minutes of each other using different fingersticks and different fingers. Today, observed inr=1.21. A month ago, inr results were always around 3.0. Patient's therapeutic range = 2.0-3.0.

Manufacturer narrative:
Investigation pending.